Manufacturer narrative:
Product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It also ind icated the impedance of the right ventricular pacing lead was beyond the expected upper range, and that the pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance, and was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.